Event description:
Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Additional, changed, and/or corrected data: a.2., b.5., b.6., d.6., g.1., h.6.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported ruptured implant left side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and / or corrected data.

Event description:
Device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified red biological tissue, red particles on the shell and an opening extended. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional reported ruptured implant left side. Device has been explanted.